Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a: implant date - 2001. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was implanted with oss approximately 23 years ago (as a young adult) due to a tumor. He is now an adult and as the bone has matured, the cortical bone is thin and the surgeon is worried he may have a periprosthetic fracture. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a right oss procedure on an unknown date. Subsequently, the patient is being considered for a patient matched implant for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Tumor in the joint or bones is an abnormal growth of tissue. This can be malignant or benign in nature and may be treated medically and or surgically. When treated surgically the main objective is to excise all of the tumor and have clear, negative, or clean margins so the tumor will not return. The surgical approach is either limb-salvage or amputation. With limb-salvage surgery a portion of the bone with cancer is removed and replaced with artificial components. This patient was a young adult and required a revision due to change in anatomy as you age, with no allegations against the component. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.